Event description:
It was reported the customer had a button error alarm on their insulin pump. The customer also reported their up and down button were unresponsive. Customer stated their insulin pump became unresponsive after the button error alarm occurred. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, scratched reservoir tube window, broken belt clip slot and a cracked reservoir tube lip.